Event description:
There was fluid in the pump pocket that was assumed to be cerebrospinal fluid. The report indicated that there was no infection. The hcp (health care professional) believed that the connector was not securely attached to the pump or was on at an angle. The pump rocket was opened and the catheter was visible on top of the pump; it was under the pump at the initial implant. The report indicated that the cerebrospinal fluid in the pocket allowed the pump and catheter to move and the catheter moved to the top of the pump. It was also report that the catheter had 1 or 2 holes. The catheter was believed to have been punctured during the dye study prior to opening the pump pocket. The patient had experienced headache and inconsistent pain control for the past few weeks; possibly since implant. The report indicated that there was no patient injury; the patient recovered without sequela. The type of medication, concentration, and daily dose being administered via the pump were not reported.